Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the specimen bag. Visual inspection confirmed the complainant¿s experience of bead detachment, as the bead was detached from the bag and clamp. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch report# (B)(4). [Correction] the brand name in section d1 and the primary/additional UDI numbers in section d4 have been updated.

Event description:
Procedure performed: ni. Event description: the complaint is also captured under the FDA uf/importer report #:(B)(4) received 15nov2024. We have the following product defect that we need direction on. The product, lot/serial number, and description of the incident are below. This occurred at main campus. The guide bead of the inzii retrieval system (ref cd001) broke off into the abdomen when deployed. It was visualized in the right pelvic gutter during the procedure and successfully removed without patient harm. Intervention: successfully removed without patient harm. Patient status: successfully removed without patient harm.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: we have the following product defect that we need direction on. The product, lot/serial number, and description of the incident are below. This occurred at main campus. The guide bead of the inzii retrieval system (ref cd001) broke off into the abdomen when deployed. It was visualized in the right pelvic gutter during the procedure and successfully removed without patient harm. Intervention: successfully removed without patient harm. Patient status: successfully removed without patient harm.